Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the stimulator died 3-4 years ago. ¿it just stopped working¿. She is not feeling pain any longer and decided instead of going through surgery to have it removed, the implant was left in. No symptoms were reported.